Event description:
It was reported that the patient presented with a left ventricular (lv) lead that was exhibiting high capture threshold. The physician elected to replace the lead. During procedure it was noted that the new lv lead was also exhibiting high capture threshold. The procedure was completed using another lead. The patient was in stable condition.